Event description:
Information was received from the healthcare professional via manufacturer representative regarding devices used for vertebral body tethering. It was reported that a full pull-out of the set-screws at two levels (t10 and t11), at last follow-up, 6 months after the surgery, was observed. No patient complications were reported as a result of the event. No further complications were reported regarding the event.

Manufacturer narrative:
G4 510(k)#: this device is not marketed in united states but however similar device with product# 5540030, UDI (B)(4), 510(k)# k113174 is marketed in united states. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.